Event description:
It was reported that the communicator was connecting to the electricity but exhibited sparks at the outlet. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue was not resolved. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.